Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph and a leak was observed. The reported condition was verified. The most probable cause of the condition is a supplier related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a few droplets visible on the inside of the yellow packaging of a small volume folfusor. The set was filled with 3300mg fluorouracil. This occurred prior to patient use. There was no patient involvement. No additional information is available.